Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
A first precision study performed on (B)(6)2023 was not acceptable. A second precision study performed on (B)(6)2023 was acceptable. A photometer check and cell blank measurement were performed and these were ok. All necessary carry-over evasion washes have been installed on the analyzer. No product issue was found in relation to the reagent. On (B)(6)2023, the field service engineer performed mechanism checks and observed no physical obstructions. The vacuum lines were cleaned to improve suction. The probes were cleaned and their adjustments were checked. The fill nozzles and gear pump pressure were checked. Precision studies were acceptable. The rinse water was adjusted. Quality controls were within range. There have been no further issues after these actions.

Event description:
The initial reporter stated they received questionable results for three patient samples tested on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. Results for the following assays were affected: ise indirect na, k, ci for gen.2 and astlp aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation. The complained sample from the first patient resulted in the following values: na results = 123 mmol/l with a data flag on (B)(6)2023; 141 mmol/l, 142 mmol/l, 143 mmol/l, and 143 mmol/l on (B)(6)2023; 144 mmol/l and 143 mmol/l on 07-feb-2023. K results = 3.68 mmol/l on (B)(6)2023; 4.33 mmol/l and 4.29 mmol/l on (B)(6)2023 ; 4.31 mmol/l and 4.28 mmol/l on 07-feb-2023. Cl results = 90.6 mmol/l with a data flag on 05-feb-2023; 106 mmol/l, 104.3 mmol/l, 104.8 mmol/l, and 105.2 mmol/l on (B)(6)2023; 104.7 mmol/l and 104.3 mmol/l on (B)(6)2023. The sample probe was changed and questionable results were then observed for the remaining samples. The complained sample from the second patient resulted in the following values: na results = 128 mmol/l with a data flag and 138 mmol/l on (B)(6)2023. Cl results = 96.3 mmol/l with a data flag, 104.9 mmol/l, and 105.5 mmol/l on(B)(6)2023. The complained sample from the third patient resulted in the following values: ast results = 36.7 u/l and 21.2 u/l on (B)(6)2023. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The ast reagent lot number and expiration date were requested, but not provided.